Event description:
It was reported to medtronic minimed that the customer experienced a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No blank display noted. The pump passed the active current measurement and self test. The pump failed the sleep current measurement test due to moisture damage on electronic assembly. The pump was monitored and no unexpected powering off or blank display noted. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The pump was cut open to perform visual inspection and moisture damage was found on the pcba1, j6 connector internal battery, j7 power connector and battery tube assembly during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, corroded battery tube and cracked case (battery tube). In summary, customer alleged blank display not confirmed. Expose to moisture on electronic assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.